Event description:
The customer reported via social media that he has experienced issues with sensor reading discrepancies, sensors bending and sensors not sticking. The customer stated he has experienced more dangerous low and high blood glucose events than he did before using the sensor. One time the sensor reading was 100 mg/dl and blood glucose value was actually 300 mg/dl. Several times he has received high glucose alerts and blood glucose would be around 142 mg/dl. The customer reported that recently he went for an evening run and the sensor fell out. He didn't put another one in and went to bed shortly after returning home. He did snack and checked his blood glucose but and hour and a half he was woken up by a paramedic and was informed he had a diabetic seizure. Customer's blood glucose was 28 mg/dl; he fell out of bed with the seizure, hit his head and had a concussion. The customer was called for follow up and he stated he was not hospitalized and declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-22224.